Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have fallen multiple times and broke their l4 and l5 and the leads came loose. The patient's hcp replaced their implant on (B)(6) 2025. It was reported the issue was not yet resolved. It was unknown if the implant caused or contributed to the uti, patient stated they were holding urine. Patient stated they had uti's prior to implant and it was related to their underlying condition. It is unknown if the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had fallen a lot in the last couple of years and all of their leads were loose. Caller stated they found this out about a year ago. Caller was wondering if they needed to get a new one or have the leads reattached. The patient was redirected to their healthcare provider to further address the issue. Caller noted that their previous doctor has left the area and they have a new doctor who wants to redo the device but has never managed the device. Agent sent caller physician listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.